Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4) . This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the cleaning and disinfection procedure has been regularly performed according to the instructions for use (IFU), but with a higher frequency. The device was placed inside the operating room during use approximately 3m from the operation field with the exhaust directed away from the patient. The customer reported that there are no known patient infections related to this issue. The customer does not plan to return the device to livanova (B)(4) for deep disinfection, and the unit has not been used since the positive result. The unit will now reportedly only be used for emergency cases. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this type of issue. Customer does not wish to return.

Event description:
Livanova (B)(4) received a report that air samples from a heater-cooler system 3t tested positive for environmental mycobacterium. There is no known patient involvement.